Event description:
The patient left a voicemail, reports in fall/autumn (2025) as she was increasing pressure she had rib pain and backed off the pressure. States she broke her ribs but was not aware at the time. Says does not have osteoporosis but her body reacts like she does. CT scan on (B)(6) 2026 shows multiple rib fractures on right side, knows she didn't fall. Only time she had pain was when she was increasing pressure on vest. Wants us to call back if we need to or put that information in her file.